Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. The aortic neck was 23 mm in diameter proximally and 29 mm distally with severe thrombus in the neck. The right iliac artery was 9 mm, 10 mm, 9 mm from proximal to distal and the right external iliac was 6 mm in diameter. There was moderate calcification and minimal tortuousity in the right common iliac. The left iliac was occluded. It was reported that the physician attempted to advance an endurant aui devise but unable to cross due to a stenotic lesion. The physician attempted to pre-balloon with another manufacturer¿s 8 and 10 mm pta balloons and dottered with dilators from another manufacturer. Angiogram revealed extravasation which was attributed to the other manufacturer¿s balloons and dilators. A 16/10/82 endurant was inserted and deployed to cover the extravasation and ballooned with a reliant balloon (within the stent graft). Repeat angiogram revealed distal extravasation which is the same dissection caused by the other manufacturer¿s balloon and dilator. The physician placed another manufacturer¿s stent graft and repeated the angiogram. The physician then decided to convert to an open repair procedure; however, the patient later expired. The physician stated that the medtronic devices did not cause the extravasation. Review of cta¿s pre-implant revealed that the patient had a very diseased aorta and access vessels. The proximal neck diameter at the level of the renal arteries was 25mm; the neck was severely calcified and contained irregular thrombus. The maximum diameter aaa measured 5cm and the aneurysm was lined with calcification. The distal aorta was also extremely calcified and measured 21mm in diameter. Both iliac arteries were extensively calcified. The left iliac artery was occluded. The right common iliac artery ranged from 7-10mm in diameter and the right external iliac artery diameter was 7mm. The exact cause of the positioning difficulties and vessel perforation is unknown. Images during the implant were not provided; however, it is likely that the use of the other manufacturer's balloons and dilators within the patient¿s diseased anatomy caused the events.

Manufacturer narrative:
(B)(4).